Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00066: case 2; 3025141-2019-00067: case 3; 3025141-2019-00068: case 4; 3025141-2019-00069: case 5.

Event description:
Following implantation of an acutrak 2 screw, the patient experienced partial non union between the lunate and capitate, had some lunate collapse and had proximal screw migration (screw loosening and backing out of screw in joint). Revision surgery (removal of the screw and local bone grafting) was performed. Case 1. From: article: four corner fusion and scaphoid excision using headless compression screws for slac and snac wrist deformities. Richards, allison alexander; afifi, ahmed m.; moneim, moheb s. Tech hand surg 2011; 15: 99-103.